Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis bacterial in a (B)(6) female subject coincident with extraneal viaflex and physioneal 40 therapies. On (B)(6) 2007, the subject began treatment with extraneal viaflex (2000 ml every day), physioneal 40 glucose 2.27% (4000 ml every night) and physioneal 40 glucose 3.86% (2000 ml every night) intraperitoneally (ip) for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). It was not reported whether extraneal viaflex and physioneal 40 therapies were ongoing. On (B)(6) 2009, the subject experienced a break in sterile technique. On (B)(6) 2009, the subject was treated with cefazolin (ip). On (B)(6) 2009, the subject experienced nausea and vomiting manifested by peritonitis. On (B)(6) 2009, the cefazolin treatment ended. On (B)(6) 2010, the subject experienced peritonitis. On (B)(6) 2010, cefazolin (ip) and vancomycin (ip) was started. On (B)(6) 2010, the subject recovered from the nausea and vomiting. On an unknown date, cefazolin treatment ended. On (B)(6) 2010, vancomycin treatment ended. On an unreported date, the patient recovered from the peritonitis. Per the physician, the previous case of peritonitis and the break in sterile technique caused the peritonitis. Endotoxin-associated sterile peritonitis observational study (e-steps). Type of study: observational. Protocol number: (B)(4). Subject number: (B)(6). Subject initials: not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this peritonitis event involved use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint, for use error-breach in aseptic technique is confirmed because the patient experienced a break in sterile technique, which is a use error that can cause peritonitis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported issue. Baxter will continue to monitor similar reports to determine if further actions are required.